Manufacturer narrative:
Per the patients medical records, approximately 2 years and 5 months post implant of a 29mm sapien 3 valve in the aortic position, the patient presented with severe weakness, neck and shoulder pain, and fatigue. The patient was diagnosed with streptococcus mitis/oralis bacteremia, septicemia blood cultures were positive twice without a definitive source of infection. Tee was negative at that time for vegetation. The patient had elevated troponin, elevated bnp, and a stress test revealing severe ischemia. Approximately 1 month later, the patient was admitted with acute bilateral lower extremity edema with an inability to stand or ambulate, as well as neck and back pain. The patient had fatigue and weakness, severe watery diarrhea, nausea, and poor appetite. Heart catheterization showed nonobstructive cad and tracheostomy was performed. The patient experienced hypoxic respiratory failure with failure to wean. Echo the following day showed bacteremia with possible bacterial endocarditis. The bioprosthetic valve shows thickened leaflets with adequate opening, trace to mild aortic regurgitation, and severe mitral regurgitation with a large vegetation on the anterior leaflet. The aortic valve mean gradient was 22mmhg, aortic valve area 1.4 cm2, and lvef 55 to 60%. Tee showed recent streptococcus mitis bacteremia with possible vegetation on the aortic valve. The bioprosthetic aortic valve had vegetation involving the aortic leaflet measuring 1.5 x 0.66 cm, and appeared to be attached to the base of the noncoronary cusp. The remaining 2 leaflets appeared shaggy suggestive of possible early vegetation involving these leaflets. There was moderate aortic regurgitation. Approximately 1 week later, the 29mm sapien 3 bioprosthetic valve was explanted and an inspiris resilia surgical valve was implanted. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards valves as provided to customers. Therefore the probability of endocarditis related to edwards bioprostheses is remote. In this case, the valve was explanted approximately 2 years and 6 months post tavr due to endocarditis. The source of the infection is unknown; however, was not due to the valve or procedure. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 2 years and 6 months post implant of a 29mm sapien 3 valve in the aortic position, the valve was explanted and an inspiris resilia surgical valve was implanted. The reason for the explant is currently unknown.